Event description:
It was reported that the ventricular capture management algorithm values of the device measured high; however, interrogation of the device revealed lower capture values. It was also reported that patient's ventricular lead is an epicardial lead, and is not recommended for use with the ventricular capture management algorithm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.